Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient was concerned due to the controller's heat. There were no abnormal alarms and the patient had no symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having a ¿fever¿ was confirmed via analysis of the submitted log files. The submitted log file (a1251604) contained approximately 6 days of data (B)(6) 2021 per the timestamp). The submitted log file (a1292314) contained approximately 4 hours of data (B)(6) 2021 from 17:12:25 ¿ 21:47:24 per the timestamp). Throughout the log files the temperature of the system controller ranged from 37 to 46 degrees celsius. Although there was an increase in the controller¿s temperature, the temperature did not exceed the parameters of the controller¿s design specification. The data in the log files did not indicate any issues with the system controller. The pump maintained a speed above the low speed limit without any issues throughout the log files. The system controller was not returned for analysis. Additional information provided stated that the clinical team would explain to the patient that the controller can become warm. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 20oct2020. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook state to not place the system controller on bare skin for an extended time. The IFU and patient handbook explain that the system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). No further information was provided. The manufacturer is closing the file on this event.